Manufacturer narrative:
(B)(4).

Event description:
The patient reported a por (power on reset) error code was seen. The patient was trying to sync with ins (implantable neurostimulator ) . She recently had heart surgery. Symptoms reported were: none . The patient just had surgery on her heart a week ago and had her ins off. The patient was now trying to turn it on recently and seeing por. Event date (B)(6) 2015. "They had to shock me twice" . Patient was referring to having cardioversion or defibrillation during surgery. Patient mentioned in the last year "she had it 4 times" , referring to cardioversion or defibrillation. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.